Manufacturer narrative:
The customer¿s reported complaint of a system error 120.4610 was confirmed occurring on 19 nov 2018. Only one instance of the error condition was replicated while testing returned device throughout the investigation. Based on the results from a log analysis, the system error was observed on 19 nov 2018, which showed two active infusion at the time of the error condition. Test results showed returned pcu will effectively charge the battery from a discharged state when attached with two modules. Customer¿s system also demonstrated operating without error when tested with a cad power cycler test aid for approximately 80 hours test. The output voltage signals measured from the power supply and power supply board showed the accurate supplied voltages based on the alaris technical service manual. Lastly, the system was observed exhibiting the system error 120.4610 once during testing, when utilizing a variable transformer to produce a minimum input voltage of 90v ac. Test results are indicative of an intermittent power supply failure. It is being recommended that the power supply be replaced as a precaution. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
The customer reported that the unit displayed error code 120.4610 when preparing the pumps for surgery, not connected to the patient. The surgical team switched out the pcu with no other problems. There was no patient involvement.